Event description:
Patient representative reported left side ¿bia-alcl,¿ ¿severe inflammation of lymph nodes,¿ ¿rashes,¿ ¿tingling skin,¿ and ¿fear of cancer recurrence, emotional distress.¿ pathology has not been received and the markers or cd30+ and alk- have not been reported or confirmed. Patient representative additionally reported ¿open skin sores¿ and ¿hair loss¿ which have been deemed not related to the device. The device has been explanted. Treatment reported: "invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, and stem cell transplant."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿bia-alcl¿ ¿severe inflammation of lymph nodes¿ ¿rashes¿ ¿tingling skin¿ and ¿fear of cancer recurrence, emotional distress¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿bia-alcl¿ ¿severe inflammation of lymph nodes¿ ¿rashes¿ ¿tingling skin¿ and ¿fear of cancer recurrence, emotional distress¿.

Event description:
Patient representative reported left side ¿bia-alcl,¿ ¿severe inflammation of lymph nodes,¿ ¿rashes,¿ ¿tingling skin,¿ and ¿fear of cancer recurrence, emotional distress.¿ pathology has not been received and the markers or cd30+ and alk- have not been reported or confirmed. Patient representative additionally reported ¿open skin sores¿ and ¿hair loss¿ which have been deemed not related to the device. The device has been explanted. Treatment reported: "invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, and stem cell transplant."